Event description:
On (B)(6) 2013, the patient reported the check button on the infusion device does not function. This started as an intermittent issue about 1 week ago but has become constant. The button is not flat and does not make an audible sound when pressed. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. All buttons were tested successfully.